Event description:
Reportedly, during testing, the touch screen was reported to be stuck. Further investigation led to a software update that resolved the issue. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).